Manufacturer narrative:
Based on the claim against the product by the customer noting that bipolar energy could not be fired, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the issue. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered as a reportable event due to the following conclusion: the customer reported that the bipolar energy did not function. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer was unable to fire bipolar energy. Prior to calling in, the customer replaced the instrument and cable with no change. The intuitive tech support engineer (tse) did not note any associated errors in the logs. The tse recommended rebooting the integrated electro surgical unit (iesu), but the site declined. The site continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿bipolar energy not working¿. Upon visual inspection, the returned unit was found to be in good condition. The erbe generator was analyzed and the complaint regarding the bipolar energy not working was not confirmed by failure analysis. The complaint regarding the erbe generator had low bipolar energy was not confirmed based on failure analysis, which indicated that the device did not contribute to the customer reported issue.